Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) may have delivered inappropriate therapy for atrial tachycardia/atrial fibrillation with rapid ventricular response that was detected as fast ventricular tachycardia (vt), as it was noted that the shocks appeared to convert both atrial and ventricular arrhythmias. The ICD remains in use. No further patient complications have been reported as a result of this event.